Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during drain cycle 4. The patient's ultrafiltration (uf) reading was 2475 ml, indicating the home patient (hp) drained 2475 ml more than the largest prescribed fill volume of 3000 ml. This meant the total drain volume was approximately 5475 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The iipv was confirmed by review of the logs. The assignable cause of the iipv was determined to be one or more cycles advanced to next fill when slow/no flow occurred above the minimum drain volume threshold.